Event description:
It was reported that a clearlink system extension set burst when computed tomography (CT) contrast was injected into the port during patient infusion. The set was infusing fluid at a fixed (unspecified) rate via gravity. When connecting the injector to the port, the connector injected the dye into the line at a pressurized rate. This disrupted the gravity flow that was already dripping causing the injector to come off the port of the tubing connected to it. The set was disconnected and the patient was able to receive the dye without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the issue occurred during an unspecified date of june-july 2025, a few weeks prior to the event being reported to baxter. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.